Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when the surgeon would align the introducer and advanced it they would experience a loss in navigation. The rep would re-oriented the emitter and remove as much potential interference but the issue was not resolved. The surgeon discontinued navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The FDA codes have been updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.